Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed due to multiple reference failures. The customer reported the event occurred on (B)(6) 2016. There was no patient involvement.